Event description:
A report of the lead protruding through the skin was received. The patient reported she was implanted with leads in the cheek area due to facial pain. The protruding lead was cut. The patient does not have any plans to have the implantable pulse generator (ipg) removed.